Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that they have had to wear diapers all the time and when they go to bed at night they have double diapers and they don't even drink anything after 6: 30pm. The caller indicates that this started in (B)(6) 2024, because they had turned the therapy off for an unrelated surgery. Caller has had three surgeries since. Helped caller connect to implant and increase the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Caller asked for rep to be present for next appt on (B)(6) and the rep was not answering their calls. Additional information was received from the patient (pt). They reported that they have an upcoming appointment to see managing physician about these issues on (B)(6) at 10:15 am however was extremely concerned because the representatives have not shown up for the last two appointments.